Event description:
Additional information received on 5/22/2023 from the patient: on (B)(6) 2023, it was reported by a patient via email that an arthrex fibertak inserter tip broke off in the shoulder during a procedure. The patient complained of pain and grinding sensation at the shoulder joint during the six-week post-operative visit. An x-ray and CT scan confirmed that a piece of the fibertak inserter had broken off and left behind inside the patient during the original slap repair procedure. Patient underwent revision surgery to remove the metal piece from the shoulder as it was causing harm. No further information was provided.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 1/24/2023, it was reported by a facility representative via medwatch email that an ar-3636 knotless fibertak inserter tip broke off in the patient during a right shoulder slap tear with association of a buford complex procedure. During a 6-week post-operative visit, patient complained of mechanical symptoms and minimal pain. It was discovered through radiographs and cat scans that there was a foreign object in the patient. On (B)(6) 2022, patient underwent revision surgery in which the metal inserter tip of the fibetak was found anterior to the labrum. The inserter tip was grossly loose and was pulled under and into the buford complex for easy and atraumatic retrieval. No further information has been provided at this time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.